Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The insulin pump was inspected with no discoloration in the casing noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a crack in the insulin pump which caused a blank display and there was a discoloration in the casing. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed for the damage. The customer stated they did not know how the damage occurred. The customer declined troubleshooting for high blood glucose and blank display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.